Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited pacemaker mediated tachycardia (pmt). No changes or intervention was performed and the patient will continue to be monitored. There were no patient consequences.